Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen 180 mcg/ml, dilaudid 6 mg/ml, bupivacaine 12.5 mg/ml, and clonidine 375 mcg/ml (initial doses were not provided) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and chronic low back pain. On (B)(6) 2015, the low reservoir alarm sounded. They heard the pump beeping and then it stopped beeping on (B)(6) 2015. The rep was questioning about the alarm stopping. The physician programmer (8840) showed 0.4 ml left in the reservoir. The healthcare provider (hcp) never said motor stall or anything else out of the ordinary in the logs besides an empty pump alarm was occurring. It was noted the patient missed a refill and had 63 months left on the pump. The hcp was planning to refill the pump on (B)(6) 2015. It was further reported the logs did show the pump was alarming. On (B)(6) 2015, additional information was received from a rep indicated the rate was decreased by 75% to dilaudid 0.4995 mg/day, baclofen 14.99 mcg/day, bupivacaine 1.041 mg/day, and clonidine 31.22 , mcg/day. The patient was admitted to the hospital for observation and fevers were reported. The patient was not feeling well. On (B)(6) 2015, the 8840 said it should have a reservoir volume of 0.4 ml and the hcp withdrew a small amount of fluid into the tubing and then filled the pump.